Event description:
It was reported that during the procedure to implant this sling device, the right branch of the strip broke approximately 1 cm from the flared portion. The remaining end of the strip was able to be secured satisfactorily. It was stated the broken portion of the sling was not preserved; it is unclear if any portion remains unsecured in the patient. There were no irregularities observed with the sling when inspected upon removal from the box. There were no reported patient complications. No additional information was reported.